Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, alarms were cleared to address the issue and customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer's blood glucose level.